Manufacturer narrative:
(B)(4). The customer returned one clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is discolored. White blemishes are present on the surface of the clip. One boss is missing and appears to have broken off. The clip appears used as biological material can be seen on the clip surface. No other defects or anomalies were observed. (B)(4). A functional inspection was performed using the returned clip and a lab inventory compatible clip applier, 544181r. The clip was manually loaded into the jaws of the applier and the applier handles were squeezed together. The clip bosses were able to latch beneath the hook. However, upon closure, the clip broke at the outer hinge. Reference files (B)(4) for investigation photos. The IFU for this product was reviewed as a part of this complaint investigation. The IFU instructs the user, "re-processing of products intended for single use only may result in degraded performance or a other remarks: loss of functionality. Re-use of single use only products may result in exposure to viral, bacterial , fungal, or prionic pathogens. Validated cleaning and sterilization methods and instructions for reprocessing to original specifications are not available for these products. This product is not designed to be cleaned, disinfected, or re-sterilized." It is unknown if the product was exposed to any chemicals prior to use. However, the sample was received discolored with white blemishes on the polymer exterior indicating that the clip may have been soaked in something. A corrective action is not required at this time as it is unknown what if any chemicals the clip was exposed to prior to return for complaint investigation. The clips were received with white blemishes on the clip surface indicating that the clips may have been soaked in an unknown chemical. The reported complaint of clips not closing was confirmed based upon the sample received. The returned clip was received with one of the bosses broken off. However, an attempt was still made to close the clip using lab inventory clip appliers. The clip was able to latch under the hook for closure properly. However, upon closure the clip broke at the outer hinge. The returned clip was confirmed to have white blemishes that appear to be a result of exposure to an unknown chemical. It is unknown if these clips were reprocessed prior to receipt for investigation. Clips are interactive parts. The clip appliers used for this procedure were not returned and it appliers were in. A device history record review was performed on the lot number with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The doctor had no problems loading the clip into the applier, but the clip was unable to close after ligating the tissue. It was reported that the patient is in good condition.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box, lot #73c1500604 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor had no problems loading the clip into the applier, but the clip was unable to close after ligating the tissue. It was reported that the patient is in good condition.